Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, after the device was fired at the third firing (side-to-side anastomosis), when the anastomosed site was checked, it was found to be not anastomosed successfully and the staples were not formed to be u-shape. Manual suturing was performed to recover the staple line, and on the entry hole without using device.